Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the pump would not power off when the door was pressed. A review of the event history log revealed 'improper shutdown!'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins. The depressed battery pins require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a faulty door sensor and powered off when door was pressed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.